Manufacturer narrative:
Age at time of event: (B)(6). (B)(4). Device evaluated by MFR: examination of the returned complaint device revealed the device was received with the torquer still attached. Visual and microscopic inspection observed the nickel tie layer was found delaminated from the tip. The outer shaft was found kinked at the handle spindle. The unit was tested with a test control unit and functioned normally. A known good battery was placed in the returned control unit and it functioned as normal. The motor housing was disassembled and the drive shaft was still intact. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a percutaneous transluminal angioplasty treatment procedure, crossing difficulties were encountered. The target lesion was located in the very calcified distal superficial femoral artery extending to the popliteal artery. It was noted that during a previous procedure, attempts to cross the lesion were not successful with unspecified devices. In this procedure, the truepath cto device was advanced into the patient and while engaging the proximal portion of the lesion, the red light was triggered. There was no significant damage to the tip and the physician attributed the difficulty to drive shaft fatigue or a possible drive shaft fracture which is contained within the device. The procedure was completed with a non bsc cto guide wire and non bsc crossing catheter. There were no patient complications reported and the patient's status is ok. However, device analysis revealed delamination of the tip.